Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure observed during analysis. Final analysis found that the lead was returned in three pieces. An insulation abrasion was noted at 4.9 to 5.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.